Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367886. Batch no. 8187725.. It was reported that during use of the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes the tubes were under filling. The following information was provided by the initial reporter: I provided my contact info and reinforced the need for a full 6ml draw and indicated where the 6ml line is (next to the ¿bd¿). He says the vacuum on his quantifier on 6ml tubes is not allowing him to draw up to the 6ml line. The lot number of this client¿s tube is lot# 8187725. Would you please make sure that this client obtains another lot of quantifier 6ml tubes.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for underfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfilling with the incident lot was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
Material no. 367886. Batch no. 8187725. It was reported that during use of the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes the tubes were under filling. The following information was provided by the initial reporter: I provided my contact info and reinforced the need for a full 6ml draw and indicated where the 6ml line is (next to the ¿bd¿). He says the vacuum on his quantiferon 6ml tubes is not allowing him to draw up to the 6ml line. The lot number of this client¿s tube is lot# 8187725. Would you please make sure that this client obtains another lot of quatniferon 6ml tubes.